Event description:
The customer reported that the sys displayed a communication error message and locked up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable was repaired and the gib, rtos and gpos coin batteries were replaced. Also, the high voltage cable connectors were regreased. The sys was then found to be operating as intended.